Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there was a white substance inside the safety cap. To aid in the investigation, five hundred six samples and three photos were received for evaluation by our quality team. Two samples came in opened packaging blisters and the remaining samples came in sealed packaging blisters. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed with 10x magnification. There was no excess epoxy, other foreign matter, defects or imperfections observed. One photo shows a needle assembly with no packaging blister or plastic shield; no defects or imperfections were observed. The second photo shows a set of four packaging blisters with needle assemblies; one needle assembly has a needle hub with a darker color. No other information could be obtained from this photo. The third photo has a needle assembly with no packaging blister or plastic shield. There is a hand drawn circle in the area where the epoxy is applied to adhere the needle to the needle hub. No defects or imperfections were observed. A device history record review was completed for provided material number 305197, lot 4159416. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the condition of a darker needle hub is confirmed, but the epoxy excessive condition could not be confirmed in the photos or samples received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 305197, batch# 4159416. Verbatim: found needle that appeared suspect. While working in IV room I noticed that unopened needle has a white substance inside the safety cap. It appears to be the sealant from the manufacture of the needle. Similar needles were found within the same lot so all needle in that lot were segregated

Manufacturer narrative:
(B)(4) follow up: it was reported there was a white substance inside the safety cap. As a physical sample was not returned, a thorough sample evaluation by our quality team. To aid in the investigation, three photos were received for evaluation by our quality team. One photo shows a needle assembly with no packaging blister or plastic shield; no defects or imperfections were observed. The second photo shows a set of four packaging blisters with needle assemblies; one needle assembly has a needle hub with a darker color. No other information could be obtained from this photo. The third photo has a needle assembly with no packaging blister or plastic shield. There is a hand drawn circle in the area where the epoxy is applied to adhere the needle to the needle hub. No defects or imperfections were observed. A device history record review was completed for provided material number 305197, lot 4159416. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom of foreign matter reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.